Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found a partial lead was returned for analysis in 2 segments. External insulation abrasions breaching the optim sheath were noted at 25.8 - 26.0 cm, 26.6 - 26.9 cm, and 28.9 - 29.1 cm from the distal tip consistent with friction to another device or feature of the heart. The silicone insulation beneath were not damaged in these regions.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR's "reporter country type" which was not selected previously within section.